Event description:
It was reported that during preparation for a pci procedure, a stent dislodgement occurred. The stent dislodged while the physician was removing the mandrel and balloon protector. No resistance was reported during removal. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".